Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. To address the issue, tandem technical support arranged for a replacement pump and provided instructions on returning the faulty pump using a pre-paid label. Customer reverted to an alternative method of insulin therapy.